Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powered on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit powered on by itself. A philips authorized service provider (asp) went onsite and confirmed the reported issue. The philips asp plugged the unit in and left it for 15 to 20 minutes, turned on the device later on for 15 to 20 minutes, then left the device running for 15 to 20 minutes. The philips asp determined that the intermittent issue was due to a faulty user interface (ui) printed circuit board assembly (pcba) per the service manual. The philips asp was unable to replace the ui pcba due to a dead part number. The philips asp then replaced the power switch overlay, switch pcba, and power management (pm) pcba. The customer replaced the power switch overlay, switch pcba, and pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.